Event description:
Info was received that reported a pt had been hospitalized in 2006, due to high blood glucose levels. The reporter states that around 1000, the day before her blood glucose was "very high". She changed her infusion set and bolused. Throughout the day she kept reading high and the pt continued to bolus. It was reported that the evening of the same day, she took an injection of insulin. On the morning of the event date, her blood glucose was high for which the pt changed her infusion set, cartridge and pulled insulin from a new vial and attempted to bolus over the course of the day, but continued to read high. At 1800, prior to the event date, she went to the ER where her blood glucose was measured as 572mg/dl. She was treated with IV fluids and insulin. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Delivery and accuracy test were performed, the device was found to pass all delivery and accuracy tests. The pump history was download and analyzed no anomalies were found. No operational or functional failure was detected and the product was within specification.